Event description:
It was reported that the valve was explanted after an implant duration of approximately 2 years due to a perivalvular leak (pvl). The surgeon indicated that there was no malfunction of the edwards valve. It was identified, through review of source documentation provided, that the patient was noted to likely have pvl with mild aortic insufficiency. During explantation, no obvious leak was identified; however, his intraoperative transesophageal echocardiogram showed that there clearly was some pathology. There were no adverse patent effects as a result of the replacement. The bioprosthetic valve will not be returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and anatomical related factors. Advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Although the root cause cannot be confirmed with the available information, the surgeon indicated that this event was not related to a malfunction of the edwards valve. No further actions are possible with the available information.